Manufacturer narrative:
9/1/97-supplemental rpt #1 submitted to FDA.

Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the staples did not form properly. The surgeon another cartridge to complete the procedure. The hospital has reported that no pt injury occurred.